Event description:
Additional information received reported that the patient¿s issue was not related to the device and it would not be returned.

Manufacturer narrative:
Concomitant products: product ID 3708220, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708240, serial # (B)(6), implanted: (B)(6) 2014, product type extension; product ID 3888-33, lot # va0cnv5, implanted: (B)(6) 2014, product type lead; product ID 3888-45, lot # v994388, implanted: (B)(6) 2014, product type lead; product ID 3998, lot # va0855q, implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that it was fine for a couple of months and then started bothering her. The patient wanted to know who she could speak to about doing an explant. The patient was redirected to her physician. When the patient used the device, it did not do any good. The stimulator was pushing out of her skin and was painful. The patient stated that it may be pressing on a nerve because it felt like her leg was going to ¿falloff¿ or ¿explode.¿ of note, the patient had previous ankle hardware try to push itself through the skin. In addition, the patient couldn¿t get any connection to charge. It was further reported that the patient had an appointment on (B)(6) 2014 to discuss removing the device. It was further reported that the system was removed on (B)(6) 2014. Additional information was requested, if received a follow up report will be sent.